Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event. Explant date: the procedure happened three years ago. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 16808336.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. The patient underwent an explant procedure. All device components were explanted and will not be returned. No further information has been obtained.